Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s continuous glucose monitoring (cgm) device intermittently did not provide readings, displaying a ¿brief sensor issue¿ message. The cgm readings were inconsistent, fluctuating between normal and no readings. The patient was using an omnipod insulin pump at the time. On the afternoon of (B)(6) 2025, the patient exhibited severe symptoms including vomiting, leg pain, dyspnea, and the presence of ¿massive ketones.¿ a blood glucose (bg) meter reading was performed, indicating a high bg level, although the specific reading was not recorded. The patient was administered insulin but subsequently required emergency medical attention. Upon arrival at the emergency room (ER), the patient¿s bg level was critically high at 700 mg/dl. He was diagnosed with diabetic ketoacidosis (dka) and admitted to the pediatric intensive care unit (ICU). Treatment included insulin and intravenous (IV) fluids. The patient¿s most recent cgm value was 127 mg/dl, and the bg meter reading was 195 mg/dl. The patient was still in the ICU at the time of report with his discharge planned for later today, (B)(6) 2025. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation on (B)(6) 2025. The probable cause of the signal loss could not be determined. No additional patient or event information is available.